Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a digging into skin under the lifevest equipment. Patient described the area as wires poking her and the sensors are embedded in her skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised possible lifevest alternative without wires for skin irritation. Follow up indicated that the skin irritation improved.